Event description:
According to the reporter, the department began using the semi-permanent hemodialysis catheter¿central venous catheter kit for hemodialysis. After catheter replacement, the patient's arteriovenous suction flow was poor and easily stuck to the blood vessel wall, resulting in insufficient hemodialysis flow. The customer noticed that there was insufficient flow during the first use of the catheter after catheterization. The current usage showed that reversing was not possible, but the forward flow was not good. The catheter flow difference and the catheter adjustment situation have been reflected in the course of the disease and dialysis records. The dr chest radiograph catheter was at the inner port at the th9 level. The dialysis machine repeatedly alarmed, making it difficult to perform hemodialysis. The incidence of catheter flow difference was as high as 71.43%. Nothing unusual was observed on the device prior to use, and no other damage was found on the product. Flushing was performed with normal results. No other products were utilized with the device, and no excessive force was used. No cleaning agent was used on the device. There was no problem with the luer adapter; there was no leak, and the catheter was not repaired and was used reluctantly. Tego was not used, and the insertion site was not treated prior to product placement. The line was not difficult to flush with the syringe, and there was no blood return prior to syringe flushing. Heparin was used for anticoagulation. The reverse flow was worse. This was not the infusion line. As a remedial action, the catheter had to be adjusted, and the procedure was completed. Due to the event, the patient had low-flow dialysis. There was no blood loss, and no blood transfusion was performed. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, e4(email), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the department began using the semi-permanent hemodialysis catheter¿central venous catheter kit for hemodialysis. After catheter replacement, the patient's arteriovenous suction flow was poor and easily stuck to the blood vessel wall, resulting in insufficient hemodialysis flow. The current usage showed reversing was not possible, but the forward flow was not good. The catheter flow difference and the catheter adjustment situation have been reflected in the course of disease and dialysis records. The catheter depth was at the inner port at the th9 level. The dialysis machine repeatedly alarmed, making it difficult to perform hemodialysis. The incidence of catheter flow difference was as high as 71.43%. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, g3, h6 (codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the department began using the semi-permanent hemodialysis catheter¿central venous catheter kit for hemodialysis. After catheter replacement, the patient's arteriovenous suction flow was poor and easily stuck to the blood vessel wall, resulting in insufficient hemodialysis flow. The customer noticed that there was insufficient flow during the first use of the catheter after catheterization. The current usage showed that reversing was not possible, but the forward flow was not good. The catheter flow difference and the catheter adjustment situation have been reflected in the course of the disease and dialysis records. The dr chest radiograph catheter was at the inner port at the th9 level. The dialysis machine repeatedly alarmed, making it difficult to perform hemodialysis. The incidence of catheter flow difference was as high as 71.43%. Nothing unusual was observed on the device prior to use, and no other damage was found on the product. Flushing was performed with normal results. No other products were utilized with the device, and no excessive force was used. No cleaning agent was used on the device. There was no problem with the luer adapter; there was no leak, and the catheter was not repaired and was used reluctantly. Tego was not used, and the insertion site was not treated prior to product placement. The line was not difficult to flush with the syringe, and there was no blood return prior to syringe flushing. Heparin was used for anticoagulation. The reverse flow was worse. This was not the infusion line. As a remedial action, the catheter had to be adjusted, and the procedure was completed. Due to the event, the patient had low-flow dialysis. There was no blood loss, and no blood transfusion was performed. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.